Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance, it was observed that the device displayed an error code1007 "machine and proximal pressure sensors failed" message. The device did not operate when a hospital me powered on the device to perform periodical operational check. Therefore, the me marked the device "unusable". The device was replaced by the authorized service provider (asp). It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. In addition, occurrence records of the below diagnostic codes were confirmed in the event log: machine and proximal pressure sensors failed (diagnostic code 1007); machine pressure sensor calibration data error (diagnostic code 1106);machine pressure sensor calibration data error (diagnostic code 1106); proximal pressure sensor calibration data error (diagnostic code 1107); oxygen pressure sensor calibration data error (diagnostic code 1110); barometer calibration data error (diagnostic code 1113); air flow sensor calibration data error (diagnostic code 110e); oxygen flow sensor calibration data error (diagnostic code 110f). Confirmed spi bus failure. Therefore, the data acquisition printed circuit board assembly (pcba) needs to be replaced.

Manufacturer narrative:
The asp replaced the da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.